Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for servicing. Upon triage, a technician was unable to confirm the customer¿s allegations; the lcd was not blank. However during inspection, the lcd was found to be cracked. The unit has been repaired and passed all tests and the firmware was updated per procedure. The unit is back to normal operation.

Event description:
The customer reports the unit has a blank display.